Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The index procedure was prompted by acute myocardial infarction which was treated by implantation of two endeavor sprint drug eluting stents into the proximal lad. Approximately 20 months post index procedure, the patient suffered acute myocardial infarction. The patient was treated with mediation and recovered. The relationship of this event to the study devices is unknown.